Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of about 20 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up his blood glucose levels. Troubleshooting was done. The customer reported being off the insulin pump and has reverted to manual insulin injections. The customer was advised to contact their health care provider regarding the low blood glucose levels. No additional information was provided.